Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the micro forceps would not open after entering the patient's eye. The case was completed using an alternate product with no patient harm.

Manufacturer narrative:
Additional information has been provided in d.4. And h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. The received sample was found in outer blister with cover foil. The sample was not well fixed in the blister. The shaft is very bent and grasping arms are broken. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturers acceptance criteria. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. It was found that the shaft is very bent and grasping arms are broken. The forceps shows surgery residuals. Due to the condition of the sample the customer's complaint could not been confirmed. The bending does not allow a detailed examination of the root cause. The sample was not returned properly and was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).